Manufacturer narrative:
Physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (25 mg/ml at 8.755 mg/day) and dilaudid (15 mg/ml at 5.253 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 the patient was taken to surgery for a pump replacement procedure. When they got into the pocket, they discovered that there was ¿a lot of infection¿. The doctor removed the pump rather than replacing it, cleaned up the area, put in a drain, and left the catheter in place ligating it because they did not want to make another incision to remove the catheter due to the infection. The pump pocket area was then sutured back up. The patient was asymptomatic. The event date for the infection was unknown and they knew nothing about the root cause of the infection as it was just discovered today ((B)(6) 2018) when the pump pocket was opened. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Device code is no longer applicable for this event. Fdc code 22 is still applicable for the reported infection and fdc code 24 has been added for the analysis findings. If information is provided in the future, a supplemental report will be issued.